Event description:
It was reported the pt had multiple falling episodes since the implant. The pt fell recently and may have hurt his wrist. The pt has had one reprograming session since implanted and may try for another. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.